Event description:
A customer reported they received an alert indicating that insulin delivery was suspended, necessitating a complete replacement of supplies to resume pump operation. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.